Event description:
The catheters are kinking during the procedure. No harm or injury reported. The customer reported two (2) defective devices but has not provided any additional information or clinical details for the additional event. This single form FDA 3500a report will be submitted for this complaint.

Manufacturer narrative:
Device evaluation - one used device was received for evaluation/investigation. The lot number was not provided. A review of the device history record and complaint data base could not be completed. The device was visually examined and the complaint confirmed. The catheter had diagonal kinks along the catheter shaft. Unable to determine an exact root cause. No conclusion can be drawn. Complaints will be monitored for this type of failure. Evaluation: method, no lot number provided, unable to review the device history record or complaint data base. Results: unable to determine the root cause of the reported failure. Conclusions: no conclusion can be drawn.